Event description:
It was reported that during a vein graft treatment procedure the stent embolized. The lesion being treated was located in a vein graft in an unknown location. The stent embolized. The physician was able to use the filterwire to remove the stent from the vein graft. It is unknown how far it was pulled back. The stent was not deployed and was surgically removed from the femoral access site. The patient is doing well.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the index procedure was a scheduled procedure. The lesion was located in the mid saphenous vein graft to circumflex and was mildly tortuous and mildly calcified. The physician noticed that the stent was not centered between the markers when removed from the hoop prior to prepping the device. The stent dislodged in the proximal svg and was attempted to get back into the guide. The stent embolized in the patient's groin and was surgically removed at the femoral access site successfully.

Manufacturer narrative:
(B)(4).